Event description:
It was reported that the insulin pump alarmed no delivery 5 times within a week. The customer stated that he had changed his infusion set previously before receiving the alarm. The blood glucose reading was 107 mg/dl. The customer advised that after troubleshooting, he would rotate the insertion site better and use the new infusion set that would be sent to him. He stated that the infusion sets were neither kinked nor bent. He advised that he would call back if the alarms recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.